Manufacturer narrative:
Manufacturer ref:(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Door not fully latched alarms were confirmed and were determined to be caused by a loose link switch. The loose link switch was replaced.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no pt injury